Event description:
It was reported that a beta bionics ilet user called asking if he should eat his meal and announce instead of treating the low during a hypoglycemic event of 59 mg/dl blood glucose, (bg). The agent advised to always treat the low first with 15g carbs, wait 15 min, and announce the meal when within range. The patient stated he is currently having a hyperglycemic event at 195 mg/dl but has been above 180 mg/dl for 6 hours. The highest bg experienced during this event was 279 mg/dl. The patient did not announce for an overtreated low 6 hours ago. This is the patient's first week on the pump. There was no outside medical intervention or assistance required. The bg was corrected by the device's correction algorithm. The patient treated the low with sunny d and hawaiian bread as needed. During the hypoglycemic event the patient experienced dizziness, excessive thirst, and excessive urination. At the end of the call, the patient had no further questions

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.